Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The manufacturer became aware of an implant summary report from (B)(6) registry of (B)(6). This (B)(6) registry was produced on 13 july 2018 and is associated with ¿star ankle¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between april 2010 and may 2018. It was not possible to ascertain specific device or patient information from the report; a review of the complaint handling database, however, revealed that the events have not been reported previously. Therefore 22 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses tibial aseptic loosening.